Event description:
A (B)(6) male pt contacted zoll customer support to report several service code 204 messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the trunk cable connector was damaged resulting in intermittent communication between the electrode belt and the monitor. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the shorted pins. The pt received a replacement electrode belt.